Event description:
It was reported that during preparation for a port placement, introducer needle allegedly leaked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp implantable port, one flushing connector loaded onto a groshong catheter with a cath-lock, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one syringe, one j-tip guidewire in a guidewire hoop, one 8fr introducer peel-apart sheath and vessel dilator, one safety infusion set and one tunneler were returned for evaluation. Gross visual evaluation was performed. The investigation is inconclusive for the reported introducer needle leak issue, as the introducer needle was not returned for evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that during preparation of a port placement, introducer needle allegedly leaked. The procedure was completed using another device. There was no patient contact.